Manufacturer narrative:
No device was returned as the device was repositioned and currently the device remains in-situ. No radiographs were provided confirming the device migration and the patients post-op activity levels were unknown. Due to a lack of information provided no root cause could be determined. "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include bending, fracture or loosening of implant components loss of fixation pain, discomfort or abnormal sensations due to the presence of the device..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patients activity level will dictate the longevity of the implant&" "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed&".

Event description:
On a unknown date in (B)(6) 2020 a female patient underwent a extreme lateral interbody fusion procedure at l4-l5. The patient began to experience pain post-op and on a unknown date it was discovered that the implanted cage had migrated anteriorly. On (B)(6) 2020 a revision occurred where the migrated implant was removed and repositioned. It was reported the patients pain has improved post revision.